Manufacturer narrative:
A software investigation was completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. No parts were replaced or returned.

Event description:
A medtronic representative reported that while in an electrode and probe placement procedure, the navigation system software exited unexpectedly during image transfer. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.